Event description:
A (B)(6) male patient contacted zoll customer support to report that when his battery is placed on the charger/modem, the charger/modem indicates there is a 'charger problem'. The patient was issued a replacement battery pack.

Manufacturer narrative:
During evaluation of battery pack sn (B)(4) has been completed. The reported problem (charger problem) was confirmed. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the 'charger problem' is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.